Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2018-00202.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the customer that because of a higher flexibility and movement of the a3059 mayfield composite series skull clamps, the customer has stopped working with the product. No impact on a patient was reported.

Manufacturer narrative:
The device was not released for evaluation. No abnormalities related to reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The complaint is unconfirmed. The root cause to the end users experience could not be identified.

Event description:
N/a.